Event description:
Baxter (B)(4) received a report that one (1) infusor is leaked prior to patient use. After filling solution was detected in the overpouch. The device was filled with 6g ceftazidimeno patient involvement. No aptient injury or medical intervention. No additional information. The sample is not available for evaluation.

Manufacturer narrative:
(B)(4). Additional narrative: per the customer, this device is not available for evaluation. Therefore, the results of evaluation could not be completed and the reported condition could not be confirmed. Should the device and/or any additional information become available, a follow-up report will be submitted.